Event description:
It was reported that the patient presented in-clinic after receiving a patient notification for high, out of range, hv lead impedance. A non-sustained lead noise episode was also detected. The lead was capped and replaced. The patient had developed a hematoma near the device site. The patients condition was good following the event.